Event description:
It was reported that on (B)(6), 2013 the customer experienced a hypoglycemic episode while he was driving. Caller stated that the customer became disoriented and lot consciousness and ended up in a motor vehicle accident. Caller stated that the customer suffered multiple injuries in the accident several rib fractures, spinal fracture, paraplegia and passed away. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window, reservoir tube window, cracked reservoir tube lip and damage battery cap.